Manufacturer narrative:
Tech located bed in repair shop. Found head up had a very slow drift. Replaced the head down valve to resolve this issue.

Event description:
Info received that the head up had a very slow drift. No injury reported.